Event description:
The customer stated that she was hospitalized for low blood glucose levels. The reported blood glucose reading was 199 mg/dl at the time of the call. The customer was not very coherent when he called. The customer stated that he dropped the insulin pump prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.